Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the coil was returned for this complaint. The main coil was found kinked and stretched. The interlocking arm was inspected, and it was detached. No more damages were found in the returned device. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm of the coil was inspected, and it was detached. The detached part was not returned. Dimensional inspection of the main coil that could be measured were performed and revealed that the outer diameter (od) of the zap tip and primary coil were within specifications. However, the number of distal and proximal fiber bundles were lacking. Fiber loss due to coil stretching condition was identified.

Event description:
Reportable based on device analysis completed on 15jun2021. It was reported that the device could not be deployed and was kinked. The target lesion area was located in stomach artery. A 20mm x 40cm interlock-35 was selected for use. Upon unpacking, it was found that the interlock could not be deployed from the angiogram catheter and was kinked at the tip after being pulled out. Consequently, the device could not be used and so the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached and there were missing fiber bundles. Also, it was further reported that the interlocking arm has been removed outside the patient and disposed onsite.